Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (acc tni) result from a single pt sample that was generated by the access2 instrument. A pt sample was tested for accu tni and a result of 0.85ng/ml was obtained. The result was reported out of the lab. On the same day, the customer collected a fresh sample from the pt and tested for accu tni; the result was 0.3 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check conducted on 2/20/2007 passed. Current system check info has not been provided. The samples were collected in greinier, lithium heparin tubes. The specimens were sampled from an aliquot. Sample a was not re-centrifuged prior to repeat testing. A field service engineer (fse) was dispatched to the customer's lab in 2007. The fse addressed dirty wash carousel. The fse performed diagnostic testing and results passed within specifications. The fse verified the instrument performance per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.